Event description:
According to the reporter, prior to use, during preparation, there was a problem when loading the adapter to the handle. After attaching the reload, the device became inoperable and became unable to move with articulated. The reload articulated on its own. An instruction mark to remove the reload also appeared on the display. The reload was in the state that the connection could not be removed. It was also noted that the adapter broke off. New adapter and reload were used to resolve the issue. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the adapter was received with a reload attached to it. The reload was not fired, the jaws were open, and the reload was articulated. The reload adapter was broken. The blue button and the firing trilobe were stuck in the depressed position. Functional testing noted that the adapter was connected to gen2 acc lite and the switch state was closed. The adapter had 8 of 50 procedures remaining. A manual retract tool was used to straighten the reload. The reload could then be removed from the adapter with ease. The adapter was reconnected to gen2acc and the strain gauge was functional. The adapter was connected to an rpa handle running v29.1.3 software. The handle displayed a green adapter swim lane. An rpa smart reload was attached, recognized, clamped, and articulated without issue. The adapter was fired on the a1 test fixture without any issues. The adapter was reconnected to gen2 acc lite and no new errors were recorded. It was reported that the device broke, the adapter did not calibrate as expected after loading, there was difficulty attaching the adapter to the device, the device was difficult to unload and the device articulated on its own. The reported issues were confirmed. The most likely cause was not traced to the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.